Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had no delivery alarms due to a pinched cannula. Blood glucose level at the time of the incident was 74 mg/dl. The customer reported via phone call that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected excessive no delivery alarms were noted during testing. The pump passed the displacement, prime and excessive no delivery tests. However, the pump had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.